Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high thresholds were noted on the rv channel. When the device was replaced and the new device was connected to the original lead, the thresholds decreased considerably but were still high. The physician suspected a problem with the rv connector part of the ICD. The lead remains implanted.